Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the surgery with inappropriate shocks. The magnet was placed on top of the ICD. Aborted charge due to magnet reversion was noted. Patient's anatomy was a possible cause. A copy of the episode was requested for further investigation. No further information is available.